Event description:
The pt developed an ear infection on the implanted side. At that time, it was determined that the electrode array of the pt's implant migrated out of the cochlea. Device was explanted in 2000. Reimplantation may be considered. This is a final report.